Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15017. Related manufacturer reference number: 2017865-2020-15018. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited false high ventricular rate episodes due to oversensing of electrical noise. It was noted that the noise was reproducible by tapping on the pacemaker. Electromagnetic interference was suspected. Noise oversensing that led to pacing inhibition was alleged on the entire dual chamber pacing system, including the right atrial lead. The system was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. External insulation abrasion was noted at 19.2 ¿ 19.4 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.